Event description:
It was reported that the device had a downstream occlusion failure. The event occurred during testing.

Manufacturer narrative:
B3 - date of event: unknown, no information provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in used condition and decontaminated. Performed visual inspection. Found bubbled dso seal, uso seal damaged, lcd lens scratched, battery door missing, and battery compartment cracked. Functional testing performed. The customer's reported problem was duplicated. The most likely root cause was the bad dso sensor, which was replaced to correct the problem. Dso bezel, dso seal, uso seal, lcd lens, lcd lens seal, battery door, battery compartment, spring contact, tap pogo contact, separator, usb insulator, gasket grey, gasket black, keypad, overlay gray, and rear label were also replaced. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.